Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.